Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Conclusion: it was acknowledged that the device was used off label. Stenosis is a known adverse event and is also known to occur with contegra devices used according to its indication. Without the return of the device, a true root cause to the reported stenosis is not determined. No conclusion can be made to the reported clinical observations at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this bioprosthetic valved conduit, a segment of the valve was used to restore the continuity between the superior vena cava and the right atrium which is off label use. Almost 8 months following the implant, a cardiac magnetic resonance imaging (MRI) showed the superior vena cava to be severely stenotic. About 10 months prior to implant, the patient underwent cardiac catheter which showed the proximal left super vena cava as severely stontic as well. During this time, the super vena cava was stented and a balloon was dilated. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted. (B)(4).